Event description:
Consumer complaint of e-5 error. Customer feels well and does not require medical attention. Customer states e-5 error appears after sample is applied. Customer was unable to performed blood test. Verified the strips expire 12/15/2014, unable to confirm the open date or storage of the strips. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with "lo" results. Black chemistry is noted on test strips. Most likely underlying root cause of malfunction noted in the complaint: is black chemistry due to improper storage. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification. ((B)(6) 2014).